Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 300 mg/dl range. Reportedly, the customer did not believe the pump was delivering basal as intended. Customer delivered a bolus to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended. Recommendation was made to discuss diabetes management with customer's health care professional.